Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.4, 2.6, 2.9, 2.9. Patient's therapeutic range: 2.0-3.0 inr. Patient took dose of coumadin on night prior to (b)64) 2011.